Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was not returned to olympus for further evaluation and testing. The customer cancelled the repair order. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that the jacket tube broke due to excessive use. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.

Event description:
The customer reported that the jacket tube was broken. It is unknown when the reported issue was observed. There was no report of patient or user injury due to the event.